Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 23-apr-2018 with the following findings: a review of the pump¿s black box data showed evidence of a cs 064 motor error. No call service alarms were duplicated during testing. The rewind, load, prime sequence was performed successfully and the pump was exercised for 24 hours with no alarms occurring. There was no evidence of moisture or loose components inside the pump. The motor flex cable was fully inserted into the motor flex connector and the connector latched. The complaint of a call service alarm issue was shown in the pump history but was not duplicated during investigation..

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a call service alarm (call service alarm issue) issue. There was no indication that this issue lead to an adverse event. This is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.